Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt receptacle damage) was confirmed. Upon investigation the belt receptacle pulled from case and both pulse pins bent on the belt connector. The cause for the damage is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the belt receptacle was damaged.